Event description:
In 2008, a doctor reported to company that a pitt easy implant abutment had fractured during use in a patient's mouth, but nothing was swallowed.

Manufacturer narrative:
The doctor reported that the patient is doing fine. The doctor had the prosthesis placed in 2007. In 2008, the patient went back to see the doctor because of the fractured abutment. During this 1 ½ year time period, the patient had never had follow-up appointments with the doctor. The doctor evaluated that a rebase of the prostheses should have taken place much earlier because he noticed that the abutment was overloaded the entire time. The product was returned to sybron implant solutions gmbh for evaluation. Visual examination of the returned product indicated that there was no material failure; please see the attached microscopic pictures. The cause of the abutment fracture was overloading. This is the final report.